Event description:
The customer received questionable results for two patient samples. Patient 1 initial intact human chorionic gonadotropin + the b-subunit (hcg+b) result was 1.16 uiu/ml and was reported outside the laboratory. The doctor questioned the result and requested it be repeated. On (B)(6) 2015, the same sample was repeated with results of 2534 uiu/ml and 2495 uiu/ml. The repeat results were deemed to be correct. Patient 2 on (B)(6) 2015, initial estradiol result was 1305 pg/ml and was reported outside the laboratory. The doctor questioned the result because it didn't coincide with her menstrual cycle. The repeat result was 69 pg/ml. The repeat result was believed to be correct. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found there was faulty liquid level detection (lld) on the probe. He performed adjustments on the probe, reagent disk and sipper probe. He monitored voltage for the lld and noted low reading of 0 volts on voltage monitor. The customer ran calibration and qc with passing results. The customer ran with no further probe problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided the date of event was actually 06/26/2015. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was not using the recommended sample tube rack adapters which may have allowed the sample tubes to lean and cause mis- sampling. This may have caused or contributed to the issue.